Event description:
It was reported that device had a bad display. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found wear and tear damaged enclosure, front cover, line cord, bent micro switch and printed circuit board (pcb) with cracked lcd display. Functional testing found a damaged liquid crystal display (lcd) display. The pcb was replaced. The root cause of the reported issue was found to be customer impact to the lcd. No product information has been provided to date.this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.